Event description:
It was reported that a home patient observed a leak in the patient line of the cassette during peritoneal dialysis therapy. The patient was not connected to the device at the time of the observed leak. The technical services representative assisted the patient in ending therapy. The patient was advised to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.